Event description:
Reporter stated that 2 weeks after his wife was implanted with a mesh, she continued to have heavy drainage. The drainage tube was removed and shortly after she developed a large seroma about the size of a football. Later that month, she had to go have surgery to remove the lining of the seroma. She was hospitalized a few weeks later for a severe infection. She was discharged to a long term care facility where she developed sepsis. She had to have the patch removed and her wound debris scraped. She was discharged to go home with an open wound and it took over one year to heal. A scar tissue the size of a large mango has formed. She continues to have severe abdominal pain and muscle spasms under her ribs.